Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope to perform failure analysis. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contact(s). The endoscope was visually inspected and found with a dislodged component. The endoscope was visually inspected and was found with damage to the light guide ferrule. The light guide ferrule was found with melted fiber damage. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope failed the cable testing due to wahoo paddle board (wpb) defect.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 0-degree endoscope plus was not functioning properly. The procedure was completed with no reported injury.